Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch which was seen on electronic transmission and impedance had increased and frequent noise episodes were observed. The patient was seen in the clinic where they were able to replicate the noise with normal movement and it was determined that the lead had fractured. High and undefined impedance was now noted, there was intermittent capture as well as sensing. The ra lead has been removed and replaced. No patient complications have been reported as a result of this event.